Event description:
It was reported that during a da vinci hysterectomy procedure, the pk dissecting forceps instrument would not work. The scrub tech reseated the drapes and reinserted the instrument. Upon second attempt to reseat the drape, the scrub tech noticed there were broken wires on the pk dissecting forceps instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the reported broken wire if to reoccur could cause or contribute to an adverse event.